Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017, noon. She obtained a result of 245 mg/dl using the subject device which she compared to a result of 164 mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient denied taking any medications to manage her diabetes and continued with her usual diabetes management routine in response to the alleged product issue. The patient reported that on an unknown time after the alleged product issue began, she developed the symptoms of dizzy and shaky. The patient denied that she received any treatment. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient was unable /unwilling to say if the control test had been manually selected. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.